Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The technician isolated the issue to the valve solenoid. He replaced the valve to repair the bed.